Event description:
The battery's led indicator was fully lit in a matter of minutes but it can only power the unit for about 5 seconds.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.